Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered too much insulin during a bolus. There was no adverse impact to the customer's blood glucose level. As the customer was unsure of the event dates for the alleged issue, tandem technical support was unable to perform further troubleshooting.